Event description:
Biased low digoxin results were obtained on qc and patient samples upon calibration with a new lot of calibrator. It is unknown if patient results were reported to the physician. It is unknown if patient treatment was altered or prescribed as a result of the biased low digoxin results. There was no report of adverse health consequences as a result of the biased low digoxin results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of low qc and patient recovery for digoxin with this calibrator lot. Internal testing has confirmed an average 15% low bias in the therapeutic range of 0.9 to 2.0 ng/ml. The cause of the bias low in digoxin recoveries is calibrator inaccuracy. Siemens healthcare diagnostics inc. Conducted a voluntary recall for dimension vista drug 4 cal (kc460) lot 2kd052 and drug 4 cal (kc460a) lot 2kd053. An urgent medical device recall, communication #13-13, was issued in february 2013 to impacted customers. Customers were instructed to immediately discontinue use and to discard any remaining inventory of dimension vista drug 4 cal (kc460) lot 2kd052 and drug 4 cal (kc460a) lot 2kd053.

Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2013.